Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation. There was no malfunction of the device was noted. There were no actionable errors observed. No components were replaced. The device was scrapped.